Event description:
It was reported that the patient experienced mechanical malfunction due to fluid leak on an inflatable penile prosthesis (ipp). A replacement surgery was performed. No information was provided about the patient's outcome. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.